Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 102) was confirmed due to the insulated-gate bipolar transistors (igbts) q6, q7, and q8 on the defibrillator pca board being shorted. The monitor was unable to pass detect and treat testing. The root cause for the shorted igbts was unable to be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor was displaying a service code 102.